Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to confirm low battery alert, rewind anomaly and unable to perform any tests due to lcd physical damage. The motor was tested outside of the device and passed. The pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Event description:
It was reported that the customer¿s insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that there were scratches on screen. The customer received change battery over two week, no delivery every once in a while and louder each time rewind. The customer stated that he decline the issues he is experiencing with the pump and want the pump to be replaced till he is able to get the new pump. The customer stated that they broke the belt clip one a month and have two silver and two regular ones. The insulin pump was returned for analysis.